Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While unpacking the stent, it was found not to be 'trimmend' well. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
Customer reportedly received results of 801 mg/dl and 801 mg/dl on aviva system 1 and result of 104 mg/dl on aviva system 2 within 10 minutes. The results of 801 mg/dl are outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 302758, expiration date 12/31/2011). (B)(4).